Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system x-ray lamp stayed on after the button was released. No pt injury was reported.